Event description:
It was reported that a home patient observed particulate matter around the luer connectors of the homechoice cassette upon opening of the device's overpouch. The particulate matter was further described as white dots. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(6). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The lot number of the device was unknown; therefore, a batch review could not be completed. A visual inspection was performed and no abnormalities were identified related to the reported event. Pressure testing was performed on the device with no issues noted. Upon conclusion of the investigation, the reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.